Manufacturer narrative:
A visual inspection of the returned delivery system (the stent and flap cover were not returned) revealed that the push catheter was bent in multiple places, the guide catheter pull wire was sticking out of the rx ramp window slightly and the wire was bent where it was sticking out of the window. The guide catheter was also found to be kinked in multiple places and the proximal end of the pull wire was bent near the hub. A functional inspection revealed that the guide catheter could not be actuated due to the damage to the entire system. The cause of the damage is undetermined, however the most likely cause is operational context. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on april 24, 2008 that a rapid exchange biliary stent was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2008 (patient gender, age, and weight are unknown).according to the complainant, the inner catheter was kinked so the stent was unable to be deployed. Another rapid exchange biliary stent was used to complete the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."